Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the helix of the lead became extrinsically distorted due to pulling/stretching/overstress and visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that the right atrial (ra) lead was attempted, not implanted due to high thresholds. The lead was attempted in several locations in the atrium, always with high thresholds. A different lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.